Manufacturer narrative:
This was inadvertently filed. This pump is a non-human use device. Device is for training purposes only. Pump does not have the capability to deliver insulin and there is no potential of adverse impact. Therefore, MDR reportability is not applicable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was programmed with the internal bluetooth radio turned on. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer.